Manufacturer narrative:
The universal battery charger is not a single use device. Approximate age of the device is 4 years and 1 month (calculated from the manufacture date of the universal battery charger). The device is expected to be returned for analysis. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient is implanted with a left ventricular assist device (lvad). It was reported that while at home, the patient connected their universal battery charger (ubc) to a power source and ¿a fire came out of the ubc.¿ the patient disconnected the ubc from the power source. The ubc was replaced. No further information was provided.

Manufacturer narrative:
Visual inspection of the returned universal battery charger (ubc) revealed that the device was intact and in used condition. All 4 charging slots were inspected and no external burn marks were observed. The ubc housing was then removed and visual inspection of the internal components revealed damage to the internal printed circuit board (pcb). Traces of burn marks/damaged components were observed. Visual inspection also revealed that the internal surface of the ubc housing near the damaged components was yellow. Further evaluation confirmed that one of the pcb components had short circuited, causing charging slot number 4 to be nonfunctional. The remaining 3 charging slots were tested and passed. Although a root cause could not be conclusively determined, the damage appeared to be related to a component fault. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's spouse specifically saw sparks coming out from the device after it was cleaned and connected to the wall outlet. It was reported that the device was not hot. It was also reported that there had been no recent defects or alarms noted prior to the event. The device was reportedly sitting on top of the table when the event occurred, there were no other devices connected to the wall outlet, and there were no batteries inserted into its charging slots. When the event occurred, the patient's spouse reportedly saw that the electrical safety switch had disconnected the outlet from current. It was reported that the hospital's biomedical engineering department did not perform testing on the device after the event. It was reported that the device had not received any maintenance since it was shipped to the hospital.